Manufacturer narrative:
A product development investigation was performed for the subject device (2.0mm drill bit/qc/125mm), part number 310.21, lot number 9862870. The subject device was returned with the complaint condition stating the returned device was examined and the complaint condition was able to be confirmed as approximately 22.0mm of the distal tip was found to be missing (measured length 105.0mm, expected length 126-128mm). The break occurred at the transition from cutting flute geometry to solid shaft. The diameter nearest the break measured 1.98mm which is within specification of 1.97mm - 2.0mm. The remainder of the device was evaluated and no defects or deficiencies which may have potentially contributed to the failure mode were identified. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The 2.0mm drill bit/qc/125mm (310.21) is noted in six system technique guides including: standard tibial plateau leveling osteotomy, small fragment locking compression plate and small fragment system. In each system the drill bit is utilized to predrill prior to the insertion of 2.7mm cortex or locking screws. Relevant drawings for the returned instrument were reviewed (from the time of manufacture to present revision). The design, materials and finishing process were found to be appropriate for the intended use of this device. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by off axis force applied to the drill bit during drilling. It is not likely that the design of the instrument contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are: hsz, gfa, and gff. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: apr 11, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unspecified initial procedure on (B)(6) 2016, the 2.0mm drill bit fluted portion broke and was retained in the patient's right fibula. The procedure was completed with no surgical delay reported. The patient postsurgical status is unknown. This report is 1 of 1 for (B)(4).